Event description:
Additional review of the provided data from the initial and follow-up clinic visits indicates that the device did not encounter the cfl/bootloader application. Although the device did appear to return 0xff upon a failed interrogation on (B)(6) 2019, the rest of the behavior observed during the clinic visits does not resemble that of a m106 device that has entered the bootloader application. Per the decoder, a programming attempt was successfully completed for the generator on (B)(4) 2019 at 18:18:45. Upon reinterrogation less than 1 minute later, the device responded with packet [ff]. The device continued to respond in this manner throughout subsequent interrogation and system diagnostics attempts. Notably, there was no evidence of a device reset or other disablement present in the programming history data. Additionally, there was no evidence that the device stopped delivering therapy. The errant diagnostic test results are most likely the result of repeated communication errors during interrogation. Note that this resolved upon reinterrogation at a subsequent clinic visit. Since there was no reset found in the data reviewed, the event is likely associated with a computer software error.

Manufacturer narrative:
Event description - correction - inadvertently did not include information received in initial MDR submitted. Relevant tests - correction - inadvertently did not include additional data reviewed in initial MDR submitted.

Event description:
Information was received that the patient returned to clinic and had their device checked in which everything was within normal limits. It was also indicated that a reset was only performed on the tablet being used to interrogate the generator. Additional data was reviewed from the day the patient returned to have their device checked successfully.

Event description:
It was reported by the sales representative that while checking the physician's programmer, it was found that there was a session report for the patient from two different visits in which the battery was okay and everything was within normal limits and the following visit showed the battery was depleted and that there was low impedance. A decoder review was performed from the data provided in regards to the patient's device in which there were unexpected system diagnostics results from the generator. The initial interrogation and programming showed no issues, however upon subsequent interrogation and system diagnostics testing, the ipg failed to communicate and ultimately displayed a low output current warning, an unknown lead impedance alert, and an eos warning. Notably, lead impedance was "0" in the database, which is not a valid impedance value that can be displayed to the user. Review of the internal generator data identified that the model ID (an internal identification number assigned to all ipgs of the same commercial model number) was incorrect. The therapy parameters and device status data are contained within the ipg firmware¿s therapy application and cannot be accessed while in the bootloader. In the event of a problem with the therapy application, the device remains in bootloader and does not initialize the therapy application. Since the device was found to be in the midst of a reset during the interrogation attempts, the device was in the bootloader and, therefore, the session report data for this ipg appeared to be expectedly incorrect. The device appeared to have encountered a reset, whether intentional or unintentional. No additional relevant information has been received to date.